Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 277 mg/dl. In addition, it was reported that the pump shut off unexpectedly. Customer declined troubleshooting with tandem technical support.